Manufacturer narrative:
(B)(4). Examination of the returned device finds the shim is broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, cracks in the shim trials and impactors were identified.